Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device received multiple ECG bias failures. There was no reported patient involvement.